Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead appears to be dislodged as the right ventricular automatic threshold test could not be completed due to low evoke response and recorded events showing atrial activity in the rv channel. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead appears to be dislodged as the right ventricular automatic threshold test could not be completed due to low evoke response and recorded events showing atrial activity in the rv channel. During the lead revision procedure, the rv was confirmed to be dislodged as it was observed through fluoroscopy. The device was programmed for atrial pacing and sensing but was still pacing in the ventricle. The rv lead was repositioned and remains in service at this time. No additional adverse patient effects were reported.